Event description:
(B)(6) 2023: integrum received axor ii unit i5540 together with a report form stating that the device has fallen off the abutment and that the patient is experiencing movement in the device. No health consequences or patient impact. Manufacturing investigation performed; batch documentation for axor ii i5540 reviewed ((B)(4)). No deviations found, the unit has been manufactured according to specifications. (B)(6) 2023: technical investigation performed of unit (B)(4). During the investigation the unit passed the functional gripping test, however the clamps showed signs of wear indicating that the abutment has not been inserted all the way into the axor ii during use. In addition, several components were severely worn and the unit was in need of restoration. The unit was released (B)(6) 2019, therefore, the customer was recommended to purchase a new unit. After communication with the clinic it has been decided to scrap the unit, the customer has purchased a new device. A feedback report has been provided to the customer highlighting the importance of attaching the axor ii according to the IFU.